Event description:
According to the reporter, post-operative electromagnetic navigation bronchoscopy (enb) and ablation procedure, the patient had experience pneumothorax on the left lung which is confirmed to be not device related and has a probable relationship to the procedure.

Manufacturer narrative:
D10 concomitant products: cagen1, cagen1 ablation generator x1 (sn:(B)(6); sdmewcte-ft, ext work channel sdmewcte-ft edge cath (lot#unknown); sdatsw01, sdatsw01 access tool straight wire (lot#unknown); unk emprint ant, unknown emprint antenna (lot#unknown) pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.